Event description:
Reference number (B)(4). Event occurred in australia. It was reported that, the patient faced issue of infusion set's cannula being kinked on (B)(6) 2024 the blood glucose level was 11 mmol/l. The event occured within 3 or more hours after insertion. The site of insertion was located at abdomen. The issue was resolved by replacing infusion set and resuming insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.